Event description:
Customer reported that the t: slim x2 pump battery would not charge, even when using the tandem charging cable and wall adapter, trying a different wall adapter, and a different charging cable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed that the new pump would have updated software. Customer understood the instructions for returning the problematic pump and using a backup insulin therapy to ensure uninterrupted delivery. The replacement pump was sent without requiring a signature upon delivery.